Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. An ion system log review was performed. No related system errors were observed to have occurred during the ion procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a pneumothorax occurred after an ion biopsy procedure. The lesion taken was measured at 20mm, as was in the right upper lobe. The biopsy was nondiagnostic. The procedure was completed without incident. The post-operative chest x-ray showed a small apical pneumothorax (approximately 15-20% with an 18mm distance to pleura at the apex). The patient was monitored in recovery for 3 hours with three serial chest x-rays that demonstrated no increase in size. The patient was minimally symptomatic and discharged home but returned to the emergency room the following day with increased pleuritic chest pain. The repeat chest x-ray was unchanged. The patient was treated with computed tomography (CT)-guided insertion of a small-bore chest tube and was hospitalized for monitoring purposes. After five days in the hospital, the patient was discharged home in good condition. The physician stated that the pneumothorax was due to the biopsy, and that the ion did not exhibit any issues or any behaviors that may have caused the pneumothorax.